Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The asset device was previously returned to pentax medical from a customer on 04/25/2017 with no report of concerns. Inspection of the unit was performed on 04/28/2017 where the quality control inspector found the following: umbilical cable perforation. Failed wet leak test. Lightguide prong cover glass set loose. Customer complaint not stated. Leak at umbilical cable. Failed dry leak test. Distal cap missing silicone. Hole in # 2 remote control button cover. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Air/ water socket cylinder o-ring chipped. Right /left angulation knob play. Up/ down angulation knob play. Repairs were performed which included replacement of the following components: distal case/cap. Remote control button (1). Light guide cable. O-rings and seals. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the asset inventory.